Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. X-ray revealed the electrode is not in the correct position. The recipient reportedly became a non-user of this implant and has declined any action at this time. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na

Event description:
The recipient's device has reportedly migrated. The recipient's device was repositioned.

Manufacturer narrative:
During surgery to re-position the device, the electrode array was inadvertently pulled out of the cochlea. The surgeon reinserted the array.